Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer states that he feels physically fine and denies the need for medical attention. The customer's expected blood results are 75-115mg/dl fasting. Verified test strips expire 02/25/2017. Test strip storage was not disclosed, vial of strips were opened a year ago. Reviewed meter memory: (B)(6). Customer was concern with results taken on (B)(6) 2015 47 mg/dl (not fasting). No adverse event reported.